Manufacturer narrative:
The investigation conducted by field service engineering confirmed the occurrence of system error code 25004 as well as system error code 25588. Engineering concluded that system error codes 25004 and 25588 were associated with the endoscopic camera manipulator (ecm) arm. The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The ecm was returned to isi for failure analysis investigation. Engineering confirmed the customer reported problem and found the ecm to have a defective motor/encoder assembly which was replaced to repair the ecm. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure, while performing urethrovesical anastamosis, the site experienced system error code 25004. With the assistance of an isi technical support engineer, the system was rebooted. Upon restart, system error code 25588 was experienced. An isi field service engineer (fse) arrived on site and attempted to troubleshoot the problem; however, the system issue persisted. At this time, the surgeon decided to convert to a laproscopic approach; however, converting to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.